Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician during fsca that cardiosave intra-aortic balloon pump (iabp) had fan error after fsca. No patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes) h11. Corrected- h6 (medical device ¿ problem code). It was reported, the cardiosave intra-aortic balloon pump (iabp) had an error on screen, fan failure. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fan cable assembly (mca000000838). The fse performed all functional and safety checks to meet factory specifications. No harm reported.